Event description:
Caller reported blood glucose results of 272 mg/dl and 110 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that the reservoir was leaking and moisture was found near the express bolus button. No further information was provided.